Event description:
In 2009, boston scientific corporation was informed that during a procedure, when the resolution clip device was placed down the scope and as they went to advance the clip out of the sheath, it would not open. The procedure was completed with a second resolution clip device without any patient complications. Patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.